Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The manufacturer¿s international service technician confirmed the reported nav-ring issue. The manufacturer¿s international service technician replaced the front bezel and power management pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. A user interface (ui) front bezel assembly and power management (pm) pcba assembly were return for analysis. An investigation was performed and the customer returned ui front bezel assembly and power management (pm) pcba assembly were tested and no functional failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the navigation ring (nav-ring) was unable to stop at the desired location. There was no patient involvement.